Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic collection during an axios stent placement procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was unable to be deployed. The physician attempted to perform step 4 to deploy the second flange, but the stent still did not deploy. The physician then attempted to reposition the axios stent, but both flanges remain unreleased. The stent was removed from the patient fully covered by the outer sheath and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was partially deployed. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The sheath and the pushing catheter were also detached. No other problems were noted with the stent and delivery system. The reported event of stent failure to deploy can be confirmed. The additional observed damages of sheath and the pushing catheter detached were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damages. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the most probable root cause is known inherent risk of device.